Event description:
This is a revised report. When there are similar pt names in the lantis database, example: john doe, john s doe or john d doe, when selecting a pt off the pt list, lantis will select the first entry (john doe) even if john s doe was the highlighted pt. This problem was identified during pt set up. No injury to the pt occurred. The correct name was chosen and treatment occurred without incident. Investigation revealed that the bug was introduced in version 4.03 d4 and has been fixed in version 4.03 d5. It affected customers with nt servers and service pac 5. The co has an updated version that is currently under verification test. Users are being advised - customers will be notified via the co's customer service bulletin process. Once verification is complete the co will document the implementation fix for service through the co's "ui" and "si" process. There was no pt injury as a result of this event.